Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and irritation due to a seroma at the abutment site. Subsequently, the seroma was drained (date not reported) and the reported issue resolved. The implanted device remains.